Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("they saw the coils inside the endometrium") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (pulled out). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: I did another ivf 4 months after essure, the ivf failed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("they saw the coils inside the endometrium") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("lot of pain"). The patient was treated with surgery (pulled out). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: I did another ivf 4 months after essure, the ivf failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.